Event description:
It was reported that stent damage occurred. A 5.0mm x 19mm x 150cm express vascular sd stent was selected for used in renal artery. However, during unpacking it was noticed that the stent struts were lifted up and could not be entered. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter phone:(B)(4).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of an express vascular sd stent. A visual examination found no issues or damage to the balloon, markerbands or tip of the returned device. The balloon had not been inflated. A visual examination identified no kinks or damage to the shaft/hypotube of the device. The device was returned with the stent mounted in the correct position on the device. The 5th and 6th rows of proximal stent struts were found to be damaged. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that stent damage occurred. A 5.0mm x 19mm x 150cm express vascular sd stent was selected for used in renal artery. However, during unpacking it was noticed that the stent struts were lifted up and could not be entered. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.